Manufacturer narrative:
Correction : the previous or initial MDR submitted on february 09, 2024, was filed inadvertently. No infection has occurred and the antibiotics was administered prophylactically.

Manufacturer narrative:
This report is submitted on february 09, 2024.

Event description:
Per the clinic, the patient developed an infection at the implant site and subsequently was treated with oral antibiotics (specific date not reported) for 6 weeks, however, the issue did not resolve. The device was explanted on (B)(6) 2024, and there are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced an extrusion of receiver/stimulator (specific date not reported). This report is submitted on march 15, 2024.

Manufacturer narrative:
Per the clinic, the patient developed a wound dehiscence in the postauricular region secondary to use of her eyeglasses creating breakdown of the superior aspect of the incision, leading to the extrusion of implant.